Event description:
A dreamstation auto CPAP device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During evaluation of the device, the service technician observed visible foam particles within the blower kit and identified blower foam degradation. Additionally, the technician observed dust fail contamination, which was determined to be unrelated to the reportable malfunction. Following completion of the evaluation, the device was scrapped by the service center. Based on the investigation findings, this event is reportable under FDA 21 cfr part 803 as a product malfunction.